Event description:
It was reported the patient's ipg is inoperable due to the patient not charging. It was also reported the patient will undergo surgical intervention at a later date to have her ipg explanted and replaced.

Manufacturer narrative:
Recall: 1627487-083+3023-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.